Event description:
The customer reported that prior-to-use a check of the tracheostomy tube was performed. Soon after use the cuff pressure decreased. The tracheostomy tube was removed and the pt was re cannulated with another 10fen tracheostomy tube.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.